Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that an aic (console) displayed a controller error during patient preparation. The console was removed from service as a result of the noted failure. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the case started on (B)(6) 2025. The console logs showed an controller error alarm (opm comm crc error ¿ event set # 1045) was triggered during the clinical procedure on (B)(6) 2025. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as - (B)(6) values due to the crc error. Device analysis: the console (B)(6) was sent back for further investigation and was tested. The device issues could not be reproduced. No communication issue were reproduced through out normal operation. No misaligned cables associated with the optical bench's rs232 communication. The voltage supplied to the optical bench was monitored and confirmed to be functioning correctly. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue (optical bench fw anomaly).